Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String is coming off- tampon [device breakage]. Case narrative: consumer reported via phone that the tampon sting is coming off. No injury reported.